Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced a mesh exposure was referred to tertiary unit for removal requiring further surgery. No further information is available.